Event description:
The product was evaluated. An external visual inspection was performed and passed. The sensor wire was present. Both the distal end and proximal end are fully intact. The allegation was not confirmed. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that broken sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was reported that the sensor did not release from the applicator after sensor insertion on the abdomen. The participant pulled the applicator off the sensor and then pulled the sensor off the body. The wire was missing from the sensor and upon observation of the applicator, a small piece of the sensor wire was noted. Scant blood was noted at the insertion site and the participant reported pain at the site which she rated 4 on a scale of 1-10. It was suspected that part of the wire was lodged in the abdomen. An x-ray and ultrasound were performed to locate the wire, which was surgically removed on (B)(6) 2021 in the emergency room via a small incision. No complications were noted, and the participant was not admitted to the hospital. No product was provided for evaluation. The allegation of a retained sensor wire was confirmed based on the x-ray and ultrasound and through the successful removal of the sensor wire through surgery. The probable cause could not be determined. No additional patient or event information is available.